Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "juvéderm products were ineffective." Patient later reported they received an injection in the nasolabial folds with both juvéderm® ultra and juvéderm® ultra plus. The next day, patient experienced some adverse events at the injection sites such as stiffness, pain, and blurry vision. It was stated that it is getting better but there has not been a full recovery yet. The status is ongoing. This is the same event and the same patient reported under abbvie complaint (B)(4). This MDR is being submitted for the second suspect product, juvéderm® ultra plus.